Event description:
It was reported that the patient with this pacemaker presented to the hospital with chest pain. The pacemaker was interrogated and it was found to be in safety mode. Device replacement was recommended. Currently, this pacemaker remains in service and no additional adverse patient effects were reported.